Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facslyric¿ 3l12c instrument waste leakage occurred outside of instrument. The following information was provided by the initial reporter: it was reported that the sit is dripping. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Waste. What is the source of leak/spill? (Waste or non-waste line) waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
H6: investigation summary : the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the sip/sit leaking waste without bleach and not contained within the instrument was due to a bad vacuum pump. This pump is supposed to aspirate fluid or waste to the waste tank but a failing pump can contribute to a sip/sit leak. The fse (field service engineer) confirmed the issue and replaced the pump with 647939 - p2 aspirator pump. After the repair the instrument was tested and was performing as expected. There was no leak flowing from the sip/sit. Based on the investigation results, the root cause of the sip/sit leaking waste not contained within the facslyric was due to a bad vacuum pump, 647939 - p2 aspirator pump. The fse confirmed the issue and replaced the part. After the repair, the instrument was rebooted, tested and functioning as expected. No one was harmed or injured, and no medical treatment was needed. The safety risk is moderate, s3, however there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that during use with a bd facslyric¿ 3l12c instrument waste leakage occurred outside of instrument. The following information was provided by the initial reporter: it was reported that the sit is dripping. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1. Was there spray of fluid under pressure? No. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Waste. 5. What is the source of leak/spill? (Waste or non-waste line)? Waste. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.